Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed on a stored egm. The recommended programming changes will be made during patient's next in-clinic visit.